Event description:
It was reported that during service and evaluation, it was determined that the motor device had a liquid leak. It was further observed that the device had cord damage, damaged flex circuit, loose connector and set screw, and pin pushed back in the connector. It was determined that the device could not insert cutter and device¿s breaded stainless teel wire tether was damaged / came off. It was further determined that the device failed pretest for visual assessment, loctite assessment, cable assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, and no short circuit between 5vdc line and connector body. It was noted in the service order that the device had difficulty in connecting to attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the liquid leak identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear.